Event description:
The patient reported that in 2008, she had an elevated blood glucose reading of 363 mg/dl with her normal range being less than 120 mg/dl before meals. She stated her symptoms was thirst and she treated her elevated reading by bolusing 8 units of insulin. During troubleshooting, the patient stated she noticed some "champagne bubbles" in the cartridge and, when she removed the cartridge she had been using, she saw a bubble. She stated she has made changes to her diet recently and her doctor is having her monitor her blood glucose frequently. The patient stated she is using "old" cartridges that came with her previous insulin infusion device and that the cartridges may be 8 years old. She said she ordered new cartridges and began using them in the same month. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.